Manufacturer narrative:
Event date approximated since unknown.

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2019. A 24mm watchman laa closure device was successfully implanted with a complete seal noted. The patient was discharged on warfarin. The patient came in for their 45-day follow up and a transesophageal echocardiogram (tee) was performed. A thrombus was noted on the face of the closure device. The patient was switched to apixaban for another 30 days and will have a repeat tee.